Manufacturer narrative:
This was initially reported on the summary report dated (B)(6) 2014 under exemption (B)(4). Additionally, this was submitted on the summary report (B)(4). Lawyer-filed report.

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced an unspecified injury and a product problem. Furthermore, it was reported that the plaintiff died. The cause of death was reported as atherosclerotic heart disease and hyperlipidemia.